Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The inventory manager for a user facility reported to fresenius that blood loss occurred during the patient¿s hemodialysis (hd) treatment with the combiset bloodlines. Positive arterial pressure was noted and air was detected within the circuit. Several attempts were made to address the problem without success. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The bloodlines were replaced and treatment continued without further issue. No additional information was provided. The sample was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The inventory manager for a user facility reported to fresenius that blood loss occurred during the patient¿s hemodialysis (hd) treatment with the combiset bloodlines. Positive arterial pressure was noted and air was detected within the circuit. Several attempts were made to address the problem without success. The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. The bloodlines were replaced and treatment continued without further issue. No additional information was provided. The sample was not returned to the manufacturer for physical evaluation.